Event description:
Customer reported delayed touchscreen response. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.